Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis: preliminary analysis of rms patient data 02 august revealed: - an external magnetic interference (emi) was recorded on 31 july 2024, which triggered the alert [a40], and the deactivation of one power supply overvoltage detector. - a device overconsumption is recorded since (B)(6) 2024, which triggered the alert [a3] - the root cause of the emi could not be determined with certainty; it could be due an external event. - according to all above elements the integrity of defibrillation system cannot be guaranteed, the physician should evaluate the benefit of a re-intervention for replacing the ICD. Please refer to the attached report

Event description:
Reportedly on (B)(6) 2024, the hospital has received an alert stating that there could be a problem with de defibrillation system message a40. The remote report seemed ok. They've called the patient to the an in person fup. On (B)(6) 2024, all leads had abnormal values a<200 ohms v<200ohms coil>3000ohms therapies were turned off, patient will be admitted on the hospital

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of patient data dated (B)(6) revealed: - an external magnetic interference (emi) was recorded on (B)(6) 2024, which triggered the alert [a40], and the deactivation of one power supply overvoltage detector. - a device overconsumption is recorded since (B)(6) 2024, which triggered the alert [a3] - the root cause of the default on the electronics (diamond ic) could not be determined with certainty, it could be due to emi or to an internal default.

Event description:
Reportedly on (B)(6) 2024, the hospital has received an alert stating that there could be a problem with de defibrillation system message a40. The remote report seemed ok. They've called the patient to the an in person fup. On (B)(6) 2024, all leads had abnormal values a<200 ohms v<200ohms coil>3000ohms reportedly on (B)(6) 2024, during in clinic follow-up, there was no sensing, no pacing, the only lead with normal impedance values were the lv lead, however even this channel was unable to do pacing.